Manufacturer narrative:
Items returned for investigation: scepter xc. Items not returned for investigation: n/a. The balloon was returned deflated with residual contrast. The hub was intact with residual contrast in the inflation port. A rupture was observed at the distal marker band of the balloon; the surface of the balloon was coated with dye during the investigation (note: the dye used is water and alcohol soluble), and after rinsing, the dye was observed to have seeped into the balloon through the rupture. The investigation of the returned balloon catheter found the balloon ruptured at the distal marker band, which is consistent with the alleged product issue. The physical evaluation of the device could not identify the conditions or circumstances that led to the rupture, but this condition is consistent with the device experiencing forces over specification due to over inflation.

Event description:
A correction has been made to section d2a.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production related issues relevant to the complaint that occurred during the manufacturing of the device. The device is reported available but has not been returned to the manufacture for analysis; therefore, the alleged product issue cannot be confirmed. If the device or additional information is received, microvention, inc., will submit a supplemental report. Instructions for use (IFU) identifies balloon rupture or leakage as a potential complication associated with the use of the device.

Event description:
It was reported that the balloon burst in the vessel during the procedure. There was no clinical consequence, no patient injury was reported.